Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician. This is an ancillary service event. Visual inspection and a functional test were performed. The f-38 alarm was identified during functional testing. The cause of the condition was force sensing resistors (fsrs) out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.